Manufacturer narrative:
Follow-up # 2: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. As the tests strips were not returned within 30 days from the initial complaint retains were ordered for testing; retain test strips passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 10pm on one evening in the last week of (B)(6). The patient reported obtaining blood glucose readings of "more than 240-53mg/dl" on the subject meter. The time difference between these readings exceeded 20 minutes and so does not allow for lifescan to determine an inaccuracy. The patient manages their diabetes with self-adjusted insulin. The patient reported increasing their usual dose of insulin to 50 units. The patient reported that four hours later they developed a symptom of "sweating". The patient reported self-treating this symptom with 50 units of insulin. The patient denied testing on any other device at this time. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury after the alleged inaccuracy began.